Event description:
In 2009, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient, alleging that the one touch ultramini meter has a power issue (meter does not turn on when the test strip is inserted). A no response letter was sent to the patient, since the patient could not be reached via phone. This complaint is classified according to the documentation of the customer care advocate. The power issue began in 2008. After the power issue began, the patient reportedly took her usual diabetes oral medication (avandia and actos). It is not known if the patient was able to obtain any blood glucose reading and how the patient managed her diabetes after the reported issue began. Reportedly, 3 months later, the patient developed symptoms described as "hunger and urination". The patient did not receive any medical intervention that would suggest the patient was hyperglycemic or hypoglycemic. The patient did not test on any other device at the time of concern. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and, the events leading up to the patient's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the power issue was not resolved. This complaint is being reported because, the reporter claimed that the patient had symptoms that were suggestive of hyperglycemia 3 months after the power issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.